Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The threads on the shaft are stripped. Update november 21, 2016: examination of the submitted sig hp rev adp rem shaft long did not confirm the reported stripped threads; however, wear on the flats of the hudson end was identified. (B)(6).